Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer 's blood glucose level was 136 mg/dl. The customer stated that they are stuck in rewind complete/bolus delivery loop. Customer stated that he is connected and would take the reservoir out then press act to fill the tubing. The customer was advised that it would not work like that if the insulin pump never hit a reservoir it would eventually give him a no reservoir alarm. The customer disconnect the call, unable to complete troubleshoot. The customer also reported that he got low batter alarm and battery out limit on the insulin pump. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery (recommended energizer). The customer did not received failed batter test. The customer was advised to monitor the insulin pump and also we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.